Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic-like particulate matter was observed in an intravia container after 13.95 g of zosyn was added. The customer stated that after the filtering process, particulate matter was still observed. There was no patient involvement. No additional information is available.